Manufacturer narrative:
H.6. Investigation: no samples or photos were received for evaluation. Since no samples displaying the reported condition were received, no defects could be confirmed and a potential root cause could not be defined. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip was found jagged during use. The following information was provided by the initial reporter: "could you explain how the syringe was jagged?"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip was found jagged during use. The following information was provided by the initial reporter: "could you explain how the syringe was jagged?"